Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 370 mg/dl. Troubleshooting was performed and pump appeared to be delivering as expected.